Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an open pancreatectomy, the device became not to activate during use. The blade broke. No pieces fell into the patient. The device touched to the surgical instrument made of steel. The device was used on the blood vessels. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.